Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following: q1:to further investigate the case, let us know if the device was reprocessed at client side before sending back. > yes q2:has this device been used to a patient with foreign material attached to the device? > no q3:did the user inspect the device to detect any malfunction before using it? > yes q4:was the device appropriately precleaned without any delay after the procedure? > yes q5:were all the reprocessing accessories without an abnormality? > yes q6:was the manual cleaning performed within an hour after the procedure? If no, was the pre soaking done? > yes q7:was the device appropriately rinsed before manual disinfection? > yes q8:were all scope channels connected with tubes when the scope was setting up into the aer/ ewd? > yes q9:was the auxiliary water channel flushed with water by using the flushing pump or manual? > yes q10:was there any effect from other products/ reprocessing accessories/ aer(automated endoscope reprocessors)/ewd(endoscope washer disinfector) involved on the event? > unknown a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): "IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had irregularity of auxiliary water supply. The event occurred during preparation for use of a diagnostic procedure. There was no delay. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that there was foreign material in the tube. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to clogging of the tube unit. In addition to foreign material in the tube due to insufficient cleaning, additional findings were as follows: bending angle in the up direction did not meet standard value due to wear of the angle wire; play of the up/down knob was out of standard value due to wear of the angle wire; focus could not be switched to the near point due to damage to the charged coupled device unit; and the light guide lens was broken and discolored. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.